Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine since 2014 and back pain since 2014. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and dyspareunia ("pain during intercourse"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("menorrhagia"), discomfort ("discomfort"), headache ("headaches") and back pain ("back pain"). The patient was treated with ibuprofen (motrin), menthol (icy hot), paracetamol (tylenol), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and discomfort outcome was unknown and the menorrhagia, abdominal pain lower, dyspareunia, headache and back pain had resolved. The reporter considered abdominal pain lower, back pain, discomfort, dyspareunia, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for menorrhagia, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result - not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: case become incident previously added injury nos was replaced with pelvic pain and new events: menorrhagia, abdominal pain lower, dyspareunia, discomfort, headaches, back pain, were added. Reporter, lab data, medical history, concomitant drug, treatment drug,lot number was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine since 2014 and back pain since 2014. Concomitant products included ethinylestradiol;ferrous fumarate; norethisterone acetate (lo loestrin fe) from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and dyspareunia ("pain during intercourse"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("menorrhagia"), discomfort ("discomfort"), headache ("headaches") and back pain ("back pain"). The patient was treated with ibuprofen (motrin), menthol (icy hot), paracetamol (tylenol), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and discomfort outcome was unknown and the menorrhagia, abdominal pain lower, dyspareunia, headache and back pain had resolved. The reporter considered abdominal pain lower, back pain, discomfort, dyspareunia, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for menorrhagia, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: result -not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.